Manufacturer narrative:
This report is filed, february 26, 2016. The implanted device remains.

Event description:
Per the clinic, the patient is scheduled to undergo explant/re-implant surgery due to atypical impedance pattern observed associated with atypical loudness percepts. The surgery has not occurred as of the date of this report, february 26, 2016. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016; during the same surgery the patient was re-implanted with a new device. This report is filed july 28, 2016.

Manufacturer narrative:
This report filed (B)(6) 2016.